Manufacturer narrative:
The reported events of lead fracture, high capture threshold and high pacing lead impedance could not be confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported that the patient presented in clinic. During interrogation, it was discovered that the right ventricular (rv) lead was fractured and was exhibiting inadequate capture and high pacing impedance. The physician opted to explant and replace the rv lead, a new lead was successfully implanted. There were no patient consequences.